Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarms were noted during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer states they treated with manual injection. The customer states they received motor error alarm. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.